Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector on the dn pca board. The cause of the code 204 is the damaged trunk cable and connector. In addition, the cable connecting the dn and rear therapy electrodes (te) was pulled from the dn, damaging internal wires. The root cause of the damaged cables, connector, and wires is excessive force placed on the cables. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the c655 capacitor and u612 processor were shorted. The damage was induced by the damaged belt trunk cable. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.